Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported a patient with a 23mm 3000tfx aortic valve implanted 15 years, one (1) month, underwent valve-in-valve procedure due to mixed disease aortic valve. Tavr was successfully performed with a 23mm 9755rsl transcatheter valve. Per physician, there was no allegation of edwards device malfunction or premature failure. Patient was stable after the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm edwards magna valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mixed disease aortic valve. Tavr was successfully performed with a 23mm 9755rsl transcatheter valve. Per physician, there was no allegation of edwards device malfunction or premature failure. Patient was stable after the procedure.